Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
It was reported that the system was loosing patient images after three days (data loss). There is no report of death or serious injury associated with this complaint.